Event description:
It was initially reported by the patient that he "hates vns because it causes voice alteration." The patient would successfully disable the device with his magnet, but wanted his physician to turn the settings since he felt they were too high. The patient stated that he was waiting for a return call from his physician. He later said that "he was going to jump off a pier and make all his problems go away." The patient was told that he needs to contact his doctor immediately or go to the hospital. He stated he would contact his doctor. The patient was later contacted for further information on his situation. He indicated that he wanted his device removed due to voice alteration and he was frustrated due to the expense of the surgery. When asked for information on his treating physician he refused to provide the name. The patient stated that he was no longer seeing his psychologist and refused the case manager's attempt to send list of alternate physician names. Follow up with the patient's surgeon and past neurologist resulted in both currently not seeing the patient. No information could or was provided. Good faith attempts to obtain additional information have been unsuccessful to date. The relationship of the device to that of suicidal ideation is unclear at this time. The patient was also previously diagnosed as bipolar with depression.

Event description:
Manufacturer review of the patient's vns programming history noted device diagnostics were within normal limits near the time of the initial report of the suicidal ideations. The vns was later programmed off on (B)(6) 2010, and was not re-enabled after this date per the history.

Event description:
It was reported to the manufacturer that the patient's vns generator and lead were removed on (B)(6) 2011 as the patient had brain surgery and no longer needed vns. Attempts for return of the explanted generator and lead are in progress.

Event description:
Attempts for return of the explanted vns generator and lead were unsuccessful as the hospital does not return explanted devices.

Manufacturer narrative:
Analysis of programming history.